Manufacturer narrative:
(B)(4). Pump passed self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Unable to perform displacement test, rewind test, basic occlusion test, prime/delivery test, excessive no delivery test and occlusion test due to detached end cap. Pump was monitored and tested with no hot or burn battery noted. Pump received with broken battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted. No burn damage noted on electronics assembly.

Event description:
The customer's parent reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer's parent stated the device had cracks and scratches near the battery compartment and was overheating, the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.